Event description:
During a kit inspection, the sales representative noticed that the handle was not functioning properly. The handle was broken. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
There was no pt involvement. Product is an instrument and not implantable. Eval is pending upon completed investigation of the product.